Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged shortly after implant and was repositioned as result. The lead dislodgment was confirmed via x-ray during the postoperative check. The physician believes the dislodgment occurred because the patient made several movements with his arm after the procedure. The patient underwent a revision procedure, the rv lead was repositioned and the patient was given a sling to keep his arm in place. No additional adverse patient effects were reported.